Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloom withdrawal resistance occured. The lesion being treated in the index procedure was a 2.0mm, 100% stenosed, 22mm long portion of the 1st obtuse marginal (1st ob. Marg) artery. The physician treated the lesion with predilatation using a 1.5x15mm maverick balloon and successful placement of a 2.25x24mm taxus liberte' study stent in the target lesion. Balloon withdrawal resistance occured. The patient was discharged the next day on plavix and aspirin. There were no further complications.